Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a lower esophageal dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was inflated to 10 mm and 11 mm without issue; however, upon attempting to reach 12 mm, the balloon popped. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of the event.